Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting diaphragmatic oversensing. Boston scientific technical services (ts) had reviewed the episodes faxed in. The oversensing is only on the rate/sense channel. It was reported that the patient was asymptomatic; however, there was pacing inhibition/asystole greater than 2 seconds. At this time, no additional information has been made available. Additional information was made available that this issue has likely been occurring since 2009 as there are older electrograms in the logbook that are similar. The rv sensitivity is programmed to least. The patient is scheduled to be evaluated in the clinic in the future.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.